Manufacturer narrative:
Technical support advised the customer to exchange the footswitch. No service was requested. The footswitch is expected to return for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported receiving a system message prior to surgery. No additional information was given. Multiple attempts have been made to retrieve additional information but none has been received to date.